Event description:
During the transaortic tav procedure, the patient sustained an ascending aortic tear and expired. Initially, the bav was performed and after the bav, the ascendra+ sheath came out of the ascending aorta. The sheath was then attempted to be put back in without the dilator and the aorta tore near the purse strings on the ascending aorta. The cardiac surgeon regained homeostasis with sutures and was able to secure the sheath. The 26mm sapien xt was then able to be successfully implanted. All devices were removed and the ascending aorta was closed. This took about 30 minutes and the patient remained stable. Upon removal of the chest retractors, however, the blood pressure spiked to 200mmhg, tearing the sutures. The patient was not able to be hemostatically controlled and they went into ventricular tachycardia and expired on the table.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, procedural factors (sheath manipulation) caused the aortic dissection. There is no indication that this event was a result of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.